Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty during an infusion set and cartridge change, including lack of visible drops and the pump exiting the fill tubing screen, and later identified a bent connector adapter associated with the connector/coupler component; the user was guided to replace the cartridge, connector adapter, tubing, and steel 6 mm contact/detach infusion set, after which insulin therapy was resumed and blood glucose remained in range. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem resulting in a fracture-type issue affecting the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.